Event description:
The rptr stated an inaccurate delivery with a 1cc syringe. With a 3cc syringe, the unit alerts occlusion. No further info was available. No pt injury or treatment was associated with this event.